Event description:
The customer called to request copies of the directions for use (dfu). The customer reported several cases of post operative inflammation, also known as toxic anterior segment syndrome (tass). The eye prep was with betadine solution. A 2.2mm to 3.0mm corneal-tunnel grove incision was made. The wound was closed with 10-0 vicryl suture. The culture performed on the pt was negative. The inflammation was observed on the first post op visit. The customer stated the handpieces and instruments are cleaned with sterile water during the case and at the end of the day. The customer stated the pt is stable and doing well. This report is for one pt; for additional pts see mfg report #'s: 2028159-2008-00257, 00258, 00260, 00261.

Manufacturer narrative:
I/a handpieces and phaco handpieces have been returned for investigation and analysis is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Copies of the directions for use for the phaco handpiece, and I/a tips and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer.